Event description:
Prior to administering medication, IV tubing noted to be leaking from one of the side ports of the tubing. Reported to baxter on [date redacted] and product shipped via ups trk# [united parcel service tracking number] [redacted] for investigation. Manufacturer response for IV tubing, continu-flo solution set" 120" 3 luer activated valves (per site reporter). Reported to baxter on [date redacted] and product shipped via ups trk# [united parcel service tracking number] [redacted].